Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that the fluted drill portion of the drill is bent. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Root cause was unable to be determined at this time, further investigation is being conducted through our CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign; (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill is fractured. The issue was discovered during an incoming inspection. There was no patient involvement. It was reported that no further information is available.